Manufacturer narrative:
This supplemental report is being submitted to correct information provided in the initial medwatch report and to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had b30 scope communication error during an unspecified diagnostic procedure. The error was resolved by cleaning the scope connectors and the intended procedure was continued.

Event description:
It was reported, the video system center had a scope communication error. The screen went black/white and was unable to be cleared. The issue occurred during the diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation was unable to confirm the reported failure. Additional findings noted a minor crack on the main switch. Should additional relevant information become available, a supplemental report will be submitted.